Event description:
The customer reported that there was excessive smoking and failure of the seal resulted in bleeding despite proper cleaning of the instrument. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: 02/08/2011. Date of supplemental report 01: 02/14/2014. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00220.